Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is unknown. Rupture identified during surgery.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.